Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a sharps container. The customer reports the clinician put her hand in the sharps container to get the butterfly tubing all the way inside. While doing so, she was stuck by an uncapped needle in the sharps container. Appropriate blood testing was conducted on the employee as a result of the needle stick injury.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.